Event description:
I have a patient almost blind from waldo contact lens prescription. I prescribed one brand but he saw an ad online for another brand and bought waldo contacts. He has severe cornea damage/ scarring/haziness and blood vessel neovascularization thru the cornea because their contacts don't let oxygen through. He said he showed waldo the prescription for biofinity but they sent him waldo contacts. There is no consumer protection from these companies that switch one contact to their brand that isn't good. FDA safety report ID# (B)(4).